Manufacturer narrative:
One device was returned for analysis of complaint of broken speak. Investigation found the downstream occlusion (dso) seal was forming cracks in the center. The indicates seal integrity is compromised and is a reportable malfunction. No service history found within last twelve months. Event log shows time/date being off. Visual inspection found the dso seal was forming cracks in the center. Replaced dso seal. Performed sensor calibration. Device passed all testing post repair.

Event description:
One device was returned for investigation of complaint that device had a broken speak. Investigation found the downstream occlusion (dso) seal was forming cracks in the center, which indicates seal integrity is compromised and is a reportable malfunction.